Event description:
A report was received that the patient had high impedances on the contacts. The whole system was explanted and the patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse model #: sc-3400-30 serial #: (B)(4) description: 30 cm splitter kit.

Event description:
A report was received that the patient had high impedances on the contacts. The whole system was explanted and the patient was doing fine post-operatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. Visual and x-ray inspection revealed all cables of the infinion lead were fractured 1cm from the clik anchor site. Fractured cables are the root cause of the high impedances. Device evaluation indicated that the ipg passed visual, electrical, performance, operational environment and photographic imaging tests performed. Ipg passed all cis testing. Device exhibits normal device characteristics. Device evaluation indicated that the splitter passed visual, electrical, mechanical, and photographic imaging tests performed. Splitter passed all cis testing. Device exhibits normal device characteristics. Device evaluation indicated that the anchors passed visual and photographic imaging tests performed. Anchor exhibits normal device characteristics.